Event description:
It was reported that during the procedure, a non-abbott guide wire was advanced past a concentric, 17-millimeter (mm) moderately calcified, 90% stenosed de novo lesion in the moderately tortuous, 2.5mm diameter, distal left anterior descending (lad) coronary artery. Lesion pre-dilatation was performed using a trek balloon catheter. A 2.5x18 rx xience prime stent delivery system (sds) was then advanced toward the lesion in the distal lad, however, the rx xience prime sds was unable to cross through the mid lad due to vessel tortuosity. The rx xience prime sds was retracted with slight resistance felt against the guiding catheter. Upon withdrawal from the anatomy, the proximal edge of the stent was noted to be slightly flared. The patient was treated via placement of another 2.5x18 rx xience prime using the same guiding catheter without issue. There were no adverse patient effects and no occurrence of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: launcher. (B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the japan xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.